Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported this abutment screw fractured while the patient was eating. The dentist was unable to remove the screw.

Manufacturer narrative:
Product was not returned, however an x-ray was received. Based on the x-ray evaluation, the screw fracture can be confirmed. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.